Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd¿ syringe with permanently attached safetyglide¿ needle was difficult to activate. There was no report of injury or medical interventions.

Manufacturer narrative:
Customer returned photos of a 1ml, 13mm, 27g bd safetyglide syringe blister pack. Customer states that the safety mechanism is hard to activate. The photos were examined and only showed the blister pack. The photos did not show the syringe or the issue reported by the customer. As per manufacturing, a review of the device history record was completed for batch # 7165687. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as the returned photos do not show the syringe or the issue reported by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional investigation and no CAPA is required at this time.